Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-01975 for a description of the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no complications occurred during the procedure. The patient was only seen once post-procedure (date unknown), and no complaints were reported. The examination was normal. The patient called in a complaint of some vaginal spotting at some point later (date unknown), and was prescribed estrogen cream. No additional follow up or contact has been received from the patient. All other information is unknown and unavailable.